Event description:
The customer stated that they lost power to their acuity patient monitoring system and now it comes up with scrolling text messages. This resulted in a temporary inability to monitor patients centrally. There was no report of any patient harm as a result of the reported event.